Event description:
It was reported that the programmer had a faulty electrocardiogram (ECG) connection. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer had a faulty electrocardiogram connection. Analysis did find that the stylus was out of specification and therefore it was replaced and calibrated, and that the system fan was noisy and therefore it was replaced. Concomitant products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a faulty electrocardiogram (ECG) connection. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.